Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. Three weeks later, the patient underwent a re-operation to remove the mesh because it was joined to the bowel loops. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.